Event description:
During routine follow up, the pacemaker involved in this MDR report could not be interrogated; therefore it was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the returned unit is pending.